Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to exhibiting high pacing impedance out of range (3000 ohms), high shock impedance out of range (200 ohms), over-sensed noise resulting in inappropriate shocks. X-ray imaging confirmed a lead fracture next to where it was attached to the muscle by means of the suture sleeve. Besides surgical intervention, no adverse patient effects were reported. This lead was returned, and product analysis completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the lead was returned in segments - severed 108 mm from the terminal end for a total of 608 mm. A portion of this lead was missing. The helix was in the extended position with dried body fluid in the helix housing. There were cuts in the insulation most likely from explant damage. A fracture conductor was observed at ~385mm from the tip, distal side is located ~ 366mm from the tip, consistent with cyclic fatigue. A second fracture was observed at ~380mm from the tip, distal side is located ~ 346mm from the tip. These fractures characteristics are consistent with cyclic fatigue.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to exhibiting high pacing impedance out of range (3000 ohms), high shock impedance out of range (200 ohms), over-sensed noise resulting in inappropriate shocks. X-ray imaging confirmed a lead fracture next to where it was attached to the muscle by means of the suture sleeve. The explanted lead is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.